Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.